Manufacturer narrative:
G4: 28apr2020. B4: 29apr2020. H11: b1 and h1: the device was being used for treatment when the reported event occurred; however, there was no patient harm. H10: the fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the power management board and battery and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/23/2020.

Event description:
The customer reported that the ventilator was rebooting intermittently. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.